Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to premature battery depletion (pbd). The sicd was replaced with a new device. The device is expected to return for analysis. No additional adverse patient effects were reported.